Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead would fail to maintain it's position. The lead was no longer used and replaced. No patient complication were reported. No additional information was reported.